Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first clip fired ok, then the second clip fell out of the applicator and needed to be found inside patient. The same gun was used again and the third clip fired normally. The fourth clip again was not secure in the applicator and did not close over to secure vessel. This gun was then discarded and a second gun opened. The second gun again fired correctly first attempt and on second clip again misfired due to loose fitting in the applicator did not allow it to fire correctly to secure vessel. This gun was also then discarded. Twenty minutes delay in surgery. Another like device was used to complete the procedure.